Manufacturer narrative:
The event occurred in (B)(6). Other text : will not be returned to manufacturer.

Event description:
Customer reportedly received results of 30.3 mmol/l and 7.4 mmol/l within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however customer no longer has test strips.